Event description:
It was reported that the patient developed diaphragmatic stimulation and there was no capture noted. An x-ray showed the left ventricular (lv) lead dislodged with distal tip at the superior vena cava and it appeared the lead may have been "twiddled." There was also high capture threshold on the lead. It was also reported that the lead was manually extracted however; the lead broke and they could not find the distal tip of the lead on fluoroscopy and it was possibly left in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however all conductors were stretched and there was apparent explant damage; proximal segment returned and analyzed.